Event description:
Health care professional reported a lap-band tubing leak. The "patient had no restriction overnight. Volume check revealed 1.8 cc. Six cc instilled with only 5 cc returned when lying flat. Four cc in band and patient attempted to drink. [Patient reported feeling] the water in [the patient's] throat area. Attempted to remove 4 cc but only 3 cc would return. Patient laid flat again and 5 cc returned." The "broken tubing" was explanted.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."